Manufacturer narrative:
A technical support representative reviewed customer data and noted that the cue reader was performing within specifications. To better address false positive test results, the cue reader firmware was upgraded to version 0.17.7, released in late december 2021, and version 0.17.12, released in march 2022, to detect and cancel the test instead of releasing false positive results.

Event description:
On 09 march 2022, customer reported multiple high frequency of false positive, invalid and canceled tests. Customer reported 15 suspected false positives.

Event description:
Customer reports fifteen false positive results when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document one of the false positive results obtained. See related cases for alternate false positive results. Customer reports individual received a false positive result on 01-mar-2022 when testing using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6), lot 21364a, reader sn (B)(6)).

Manufacturer narrative:
Update to g4: PMA/510(k) number added correction to b3: date of occurrence updated to 01-mar-2022. Explanation for h3: cartridges used by the consumer were not sent back for evaluation, therefore, cue health inc. Could not evaluate the devices. However, customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.